Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a healthcare professional that an xtra-silent nite slide-link appliance has broken. Doctor requested a remake due to fracture. Per picture provided, the anchors were broken off. No injury was reported.